Event description:
It was reported that the patient experienced a seizure and was admitted to the hospital. No patient treatment or outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.